Event description:
It was reported that the patient received a merlin.net alert for high, out of range, pacing lead impedance. The high impedance measurement could not be reproduced with isometric testing and pocket manipulation. The lead will continue to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.